Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the charging system. The pt has stimulation and is able to communicate with the pt programmer. A replacement charging system did not resolve the issue. The pt was referred for an x-ray of the ipg position. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.